Event description:
The customer contact reported that during performance verification testing at the user facility, the device did not detect a proximal occlusion. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Manufacturer narrative:
During the field service engineers initial testing at the user facility, the device did not detect a proximal occlusion. Further testing at the service center found the device mechanism passed testing by detecting a proximal occlusion within the specifications. The probable cause for not detecting a proximal occlusion could not be determined as the device passed functional tests within the specification and the complaint could not duplicate.

Event description:
The customer contact reported that during performance verification testing at the user facility, the device did not detect a proximal occlusion. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.